Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one plate pulled away from the bone with two of the screws intact and a second plate broke right over the fracture site. The devices had been implanted on (B)(6) 2014 during a procedure to fix broken ribs. During the initial procedure, the surgeon had difficulty achieving reduction due the broken ribs being an injury that was a several years old. The plate that pulled away had circlage wire around one of the holes because the surgeon had difficulty getting a screw to engage that hole during the initial procedure. It was not noted if the either of the screws that pulled away along with the plate were in that particular screw hole. There were three screws placed on either side of the fracture for the broken plate. The patient said he coughed and felt the plate snap. As the patient was quite a large man, the surgeon removed the plate that broke and the plate that came away from the bone. One plate was left in situ. The surgeon decided to align the ribs with circlage wire and reinforced a gap underneath with xcm biologic tissue matrix, because the surgeon felt the same thing may happen to another plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no reported harm to the patient after the revision procedure.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that it cannot be defined what is meant by pulled away from the bone with 2 screw intact. This could be the screws, which are stuck in the plate and as they are stuck in the plate a dimensional inspection of these screws is impossible. However, the screws which are stuck are at the holes 3 and 4, so it could also be that the mentioned intact screws were at the holes 1 and 2 or any other place. The visual inspection of the locking threads at the plate showed no deviations, all threads are in a good condition. A function test has shown that all unoccupied locking threads of the plate are functional and that the enclosed screws can be locked. The locking threads with the jammed screws cannot be checked. Therefore this complaint is indeterminate form a manufacturing standpoint. The disposition is unconfirmed because of the unclear description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.